Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the infusion sets were the cause. The current blood glucose reading is 286 mg/dl. Customer treated with insulin pump. The insulin pump alarm no delivery before the change of the infusion set. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.